Event description:
Post ta deployment of a 23mm sapien xt valve within an existing carpentier-edwards perimount magna ease surgical aortic valve, thrombus occluded the left main, requiring the placement of a stent. Initially, the patient developed endocarditis in his surgical aortic valve due to an untreated oral infection. An xt valve was implanted in the existing surgical valve 1 year and 7 days post surgical valve implant. The xt valve was positioned and deployed per the protocol. The deployment went well and the final angiogram indicated good valve position and function. The patient¿s gradient was reduced from 48 mmhg to 7 mmhg. The xt valve was also able to trap most of the endocarditis. Post valve deployment, a thrombus (part of the endocarditis) traveled down the left main artery and shut down the left side of the patient¿s heart. His blood pressure dropped from 120/62 mmhg to nothing. CPR was initiated and the patient was placed on bypass. A stent was placed in the left main from the outside of the surgical valve. The xt valve remained functional throughout the procedure. The patient was transferred in stable condition, but remained on blood thinners due to concerns about possible additional thrombus and the left main stent. During the night following the tavr procedure, the patient had some bleeding and received 1 unit of blood and 1 unit of packed platelets. No complications were noted at the ta access site. At the time of this report, the patient had recovered and was doing well. On post operative day (pod) 7, the patient was transferred from ICU to recovery. His mental status was intact and he is expected to make a full recovery. It was perceived that a piece of the endocarditis occluded the left main post valve deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, in addition to the procedure itself, patient factors (pre-existing endocarditis) contributed to this event. The IFU states that the sapien xt valve is contraindicated for use where evidence of intracardiac mass, thrombus, vegetation, active infection or endocarditis exists. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.